Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was not confirmed through examination of the returned sample. No defects or anomalies were observed on the returned components. The returned guide wire met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that (B)(6) 2023, the swg was found kinked during used on the patient.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that"07 nov 2023, the swg was found kinked during used on the patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that"07 nov 2023, the swg was found kinked during used on the patient.